Event description:
Customer reported the system will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib and ffb pcbs and tightened the transformer connections. System operates as intended.